Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the wallflex biliary stent remained implanted and will not be returned for evaluation; therefore, a device analysis of could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex fully covered biliary rmv stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. Post stent placement, it was noted that the wallflex biliary stent had migrated proximally and tissue ingrowth was also noted on the distal portion of the wallflex biliary stent. The wallflex biliary stent remained implanted and the procedure was completed. There were no patient complications reported as a result of this event. Note: no information has been obtained despite good faith efforts.